Event description:
While starting an IV in a patient's antecubital fossa, the nurse rubbed area with chloroprep and scratched the patient's skin in 3 areas. There were minor injuries to the patient.====================== health professional's impression======================glass shards scratched the patient.====================== manufacturer response for chloraprep one-step, chloraprep======================manufacturer representative will be at our institution on 1/5/2011 to follow-up.